Event description:
Dr only had a standard sized shunt and needed a longer one so dr pieced together the parts of three different mfrs to make the shunt long enough. Pt developed an infection and has had surgery 20 times more. Rptr is concerned that dr is altering devices when there are correct sized devices available for use. The device was placed in head 3 times. MFR was notified and said they don't know why these would be pieced together. After surgery there was an increased white blood cell count and it was found that pt had a massive leak caused by the ventricular access device. Afterwards dr went on vacation and when he returned 3 weeks later the enterococcal infection was discovered. Another dr told rptr to get pt out of the hosp since this infection (never bloodborne) was so unusual. Because of this infection rptr transferred pt to another hosp where 20 more surgeries were done. Vancomycin was given intrathecally. Now pt has only 5% brain tissue and is in a semivegetative state. Pt only has enough brain tissue to function as a baby for the rest of their life. Rptr transferred pt to other hosp because dr had no other drs to help follow-up with pt.